Manufacturer narrative:
The reported event of heat was not confirmed; however, the device was affected by widespread corrosion, which is known to cause or contribute to the reported event. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that the device overheated during a procedure. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device overheated during a procedure. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.